Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced air bubbles in the reservoir. The customer's blood glucose was 80 mg/dl. The customer stated that the size of the bubbles were 1mm to 2mm. Troubleshooting was done. Offered to send replacement reservoir to customer. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.